Event description:
Customer reports they had 2 wires with great difficulty advancing and removing from a catheter and "sheering off". The first case was last week for a genicular embolization case using the wire in a terumo progreat microcatheter and the second case was today for an angiography using an 014 boston scientific rubicon catheter. The physician is stopping use and will be handing what is left of 1 box and 2 full boxes to return for a swap of product with a different lot number. I will ship out the product this week. See attached email for additional information. Nothing was left behind in the body. The second case, was 70-80% stenosis, non-tortuous. Wire caught up in a boston scientific rubicon catheter.

Event description:
Customer reports they had 2 wires with great difficulty advancing and removing from a catheter and "sheering off". The first case was last week for a genicular embolization case using the wire in a terumo progreat microcatheter and the second case was today for an angiography using an 014 boston scientific rubicon catheter. The physician is stopping use and will be handing what is left of 1 box and 2 full boxes to return for a swap of product with a different lot number. I will ship out the product this week. See attached email for additional information. Nothing was left behind in the body. The second case, was 70-80%stenosis, non tortuous. Wire caught up in a boston scientific rubicon catheter.